Event description:
It was reported that during a pci procedure, stent damage occurred. The lesion was located in the 90% stenosed mid-left anterior descending (lad) artery. After pre-dilitation of the lesion, the physician attempted to advance the stent delivery sys, however, was unable to cross the lesion. Upon removal of the stent delivery sys, the physician observed that the proximal end of the stent strut appeared damaged. The physician completed the procedure with another MFR's device. No pt injuries or complications were reported. Pt's status is listed as "good".